Manufacturer narrative:
Unknown gianturco-roehm bird's nest vena cava filter. Occupation = unknown. PMA/510(k) number = k161218. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
A review of the literature published in phlebology in 2018 reports duodenal perforation resulting from a bird's nest filter. The (B)(6) year old female patient presented with abdominal pain 10 years after filter placement for deep vein thrombosis (dvt) and contraindication to anticoagulation therapy. It is unknown how the device was retrieved or how the patient was treated for the perforation. Citation: baptista sincos et al., (2018). Symptomatic duodenal perforation by inferior vena cava filter. Phlebology, 33 (8), pp523-533.

Manufacturer narrative:
Additional information: b5: during the manufacturer¿s investigation of this complaint, it was found that this report is a duplicate to (B)(4). Any additional information received, including investigation results, will be submitted under (B)(4) and report reference number (B)(4), as this file will be closed-cancelled. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [journal article baptista_sincos.pdf].

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.